Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw. Guide cath: ebu. There were no reported product deficiencies. The reported patient effect of dissection, is listed in the xience v instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that a heavily tortuous, mildly calcified, distal, posterior descending artery lesion was pre-dilated with a rx voyager balloon and a xience v (3x12 mm) stent was deployed. Reportedly, the rx xience v (3x12 mm) stent caused a vessel dissection distally to the stent placement. This required an additional xience v (3x12 mm) stent system to be advanced through the previously placed xience v (3x12 mm) without difficulties and be deployed to cover the dissection. There was no adverse patient sequela or no significant delay in the procedure reported. There was no additional information provided.